Event description:
International affiliate reports the valve was implanted in a pt with hydrocephalus. Overdrainage was observed during the following weeks even though the valve was adjust. The valve was explanted and replaced.